Event description:
It was reported that the patient was experiencing wound healing concerns and that the anchor was attempting to breach the skin. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2019. Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 23507252. UDI: (B)(4).